Manufacturer narrative:
The insulin pump was received with no button response on the down arrow due to unlocked lcd keypad connector. It passed the displacement test. It was unable to perform the unexpected restart error test due to no button response. Device had cracked reservoir tube lip, minor scratched display window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer's father reported via phone call that the insulin pump has been alarming unexpected restart with every battery change since (B)(6) 2015. He also reported that the down arrow button started failing to respond on (B)(6) 2015 and is getting progressively worse. The insulin pump was not stored or not in use for an extended period of time. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.